Manufacturer narrative:
It was previously reported: the manufacturer received information alleging a ventilator inoperative condition occurred. The patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and blower assembly were replaced to address the issue. Correction: a pms clinical expert reassessment determined based on the information available at the time of this review, there is insufficient evidence to pronounce a serious injury in relation to the use of the device. The device did not contribute to the reported event via possible failure, malfunction, improper or inadequate design, manufacture labeling and or user error per 21 cfr 803.3.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The patient required to be manually ventilated with a resuscitation bag. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and blower assembly were replaced to address the issue.